Manufacturer narrative:
Due to character limit:e1(event site name) medical corporation eiseikai minami tama hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer's clinical engineer that during routine inspection, the cardiosave hybrid made a beeping sound during launching and wouldn't start up.no patient was involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h6 (type of investigation, investigation findings, investigation conclusions), h11 the issue was resolved after a restart, so a visit was not necessary. The problem was resolved over the phone.